Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a heart attack. The patient's blood glucose level was high but they do not know the exact number. The caller was a family friend who stated that their mother is in the hospital now and has issues with moisture in the lcd screen of the insulin pump. They do not know how the moisture got in the device. The replacement pump is being sent out to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The back light functioning properly. No moisture damage found inside the pump noted. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.